Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11670n. Retains of the complaint lot were tested with normal "apparently healthy" donors, all tni results were normal and below the products analytical sensitivity of 0.05ng/ml. No issues with tni recovery were observed, the lot performed properly manufacturing batch records for lot t11670n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, the event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269.

Event description:
Customer reported discrepant troponin results on a patient. Patient was tested 5 times on triage; yielding all elevated results for troponini 1.23ng/ml, 0.60ng/ml, 1.03ng/ml, 0.72ng/ml and 0.60ng/ml (cut-off 0.40ng/ml). Patient sample was sent to the lab where troponint measured normal at 4ng/l (cut-off 50ng/l). Ultrasonic and ECG were negative and no renal insufficiency. Customer stated patient is absolutely healthy and was sent home after receiving lab result. No harm.